Event description:
It was reported the video system center exhibited error code b30 for scope connection error. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 address: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 and h6: (remove medical device problem code no image). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction phenomenon 1 ¿error code b30¿ and phenomenon 2 ¿no image¿ was confirmed. Based on the results of the investigation and the information provided, it was presumed that the phenomenon 1 ¿error code b30¿ occurred due to damage of the video connector socket and the phenomenon 2 ¿no image¿ occurred due to damage of the printed circuit board. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.